Event description:
According to the available information, during the insertion of a urinary catheter by the doctor, the catheter remained stuck after the balloon was deflated.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.